Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo gard infusion pump where the safety clamp does not fit was confirmed during product evaluation. The root cause of the reported problem was determined to be corrosion and dirt on the safety slide clamp sensor. Appropriate action was taken to correct the reported problem by cleaning and resoldering the safety slide clamp sensor contacts.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a flogard pump in which the safety clamp does not fit. This condition has the potential to cause an interruption of delivery. The event occurred upon power up in the general patient ward. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. There is no further complaint information available.